Event description:
The surgeon was drilling for a screw in an acetabular sector cup, when the drill bit broke off. The bit was unretrievable and was left in the patient.

Manufacturer narrative:
Examination was not possible, as the remainder of the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.